Manufacturer narrative:
Pc (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, the stapler released reload (ejected itself) from the jaw during firing. On the next attempt with a new reload-the jaw sprung open during firing during gastric sleeve procedure. The stapler was replaced with a new stapler. 5 minute theatre delay. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 2/1/2021 d4: batch # u5c92e h6: component code: mechanical(g04) investigation summary the analysis found that one plee60a device was returned with no apparent damage and with no reload present. The test reload unit can be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process.